Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated sodium result generated on the architect c16000 analyzer on a patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 161 / 145 mmol/l, another architect = 144 mol/l (normal range: 120-150 mmol/l). No impact to patient management was reported.

Event description:
The customer reported a falsely elevated sodium result generated on the architect c16000 analyzer on a patient. The following results were provided: on (B)(6) 2024, sid (B)(6) = 161 / 145 mmol/l, another architect = 144 mol/l (normal range: 120-150 mmol/l) . No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and cleaning were performed. There have been no further reports of discrepant results since the site visit. A single definitive part could not be determined the likely cause of the results issue and the architect c16000, serial number (B)(6) was considered to be the likely cause. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the architect c16000 analyzer.